Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(4).device manufacturing date is unavailable at this time.no patient scans/archives/exams have been returned to manufacturer for evaluation. Movement of the frame during the procedure was confirmed by the surgeon in the initial report of events.there is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, navigation off an o-arm spin with percutaneous pin was inaccurate by 10mm anteriorly. The surgeon noted the inaccuracy, however, was confident that it was due to frame movement and opted to continue the s1 fusion procedure, with navigation as is. After the implant was placed, a navigated confirmation spin was performed. Navigation was accurate but the site noted that the implant was off target. This spin was used to navigate replacing the implant. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.